Manufacturer narrative:
Age of device: 0 day. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that when the pump was implanted there were no flows observed on patient monitor despite increased speeds. The pump was explanted and a second new pump was implanted. Exchanged pump was returned for analysis.